Manufacturer narrative:
Following the reported event, a steris service technician arrived onsite to inspect the advantage plus endoscope reprocessing system. The technician found that the left side lid cylinder required replacement and two lid sensors required adjustment. The steris service technician replaced the lid cylinder and adjusted the lid sensors, tested the unit and confirmed it to be operational. The advantage plus endoscope reprocessing system was returned to service and no additional issues have been reported.

Event description:
The user facility reported that the employee did not report an injury and continued working.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the lid to their advantage plus endoscope reprocessing system "slammed" down onto an employee's arm.